Event description:
It was reported that this patient had an untreated episode and received an inappropriate shock. A can on lead fracture was suspected due to noise and oversensing. The patient came in for an in person check. Pocket manipulation, lead palpating, and posture changes made unable to replicate the noise with any activity. The vector was reprogrammed from alternate to primary. The patient presented one month later with another untreated episode. A boston scientific technical services consultant discussed option of trying to reproduce noise, getting chest x-rays and reviewing films. Additionally, the consultant discussed with the programming of the primary sense vector, sense a was removed from the sensing/equation. The same noise behavior was still present so now the issue is related to sense b and they may need to take sense b out of sensing vector. Therefore, secondary programming should be considered. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This report is being filed to correct field h6:patient codes and to provide additional information. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this patient had an untreated episode and received an inappropriate shock. A can on lead fracture was suspected due to noise and oversensing. The patient came in for an in person check. Pocket manipulation, lead palpating, and posture changes made unable to replicate the noise with any activity. The vector was reprogrammed from alternate to primary. The patient presented one month later with another untreated episode. A boston scientific technical services consultant discussed option of trying to reproduce noise, getting chest x-rays and reviewing films. Additionally, the consultant discussed with the programming of the primary sense vector, sense a was removed from the sensing/equation. The same noise behavior was still present so now the issue is related to sense b and they may need to take sense b out of sensing vector. Therefore, secondary programming should be considered. No adverse patient effects were reported. It was reported that surgical intervention was undertaken. The device and electrode were explanted as a result of the oversensing of noise. No new system was implanted. The physician plans to evaluate the need for implant of a new system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
This report is being filed to correct field h6:patient codes and to provide additional information. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient had an untreated episode and received an inappropriate shock. A can on lead fracture was suspected due to noise and oversensing. The patient came in for an in person check. Pocket manipulation, lead palpating, and posture changes made unable to replicate the noise with any activity. The vector was reprogrammed from alternate to primary. The patient presented one month later with another untreated episode. A boston scientific technical services consultant discussed option of trying to reproduce noise, getting chest x-rays and reviewing films. Additionally, the consultant discussed with the programming of the primary sense vector, sense a was removed from the sensing/equation. The same noise behavior was still present so now the issue is related to sense b and they may need to take sense b out of sensing vector. Therefore, secondary programming should be considered. No adverse patient effects were reported. It was reported that surgical intervention was undertaken. The device and electrode were explanted as a result of the oversensing of noise. No new system was implanted. The physician plans to evaluate the need for implant of a new system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.